Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(6) is for advantage system . Strips not available for return

Event description:
Caller reported going to routine doctor's appointment two years ago at 2:00 pm, lab draw done at that time. At 3:00 pm, the doctor called her in and she tested at 200 mg/dl on the advantage meter, no symptoms. Aviva result at 3:10 pm was 90 mg/dl. The lab result was 90 mg/dl, as well. The doctor took the advantage meter from her, strips were used up, and let her keep the aviva system. A request was made for the return of the aviva meter, strips not available for return, replacement sent. Reported no adverse event.